Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that when the patient presented to the clinic multiple episodes of right ventricular (rv) over-sensing due to noise were noted on the device. The noise was not reproducible with isometric test. Programming changes were made. There were no adverse health consequences, the patient was stable and will continue to be monitored.